Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
A monarc sling was implanted. It was reported that as a result of the implant the pt has experienced pain and suffering, infection, inflammation and tissue abrasion.